Event description:
It was reported that an operator at the first hospital of (B)(6) medical university found signs of folding at one end of the ureteral stent upon opening of the package. The device was unusable. Another inlay optima ureteral stent was used for the patient. Per follow-up information received from ibc on 24sep2022, stated that there was no extra operation and drug therapy, they just replaced a new stent to complete the operation. No patient was impacted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although a specific cause cannot be determined, based on the risk document a potential root cause could be, inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." Correction: f, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that an operator at the first hospital of (B)(6)medical university found signs of folding at one end of the ureteral stent upon opening of the package. The device was unusable. Another inlay optima ureteral stent was used for the patient. Per follow-up information received from ibc on 24sep2022, stated that there was no extra operation and drug therapy, they just replaced a new stent to complete the operation. No patient was impacted.